Event description:
It was towards the end of a routine scheduled c-section when the doctor said the electrosurgical unit (esu) sparked and burned through his glove to his finger. He received a 1st degree burn to his ring finger. The esu was not used in the rest of the case. At the end of the case it was noticed that the patient had a 2nd degree burn on her ulq of her abdomen approximately 2cm long. A topical ointment was placed on the wound. The esu was removed from the room and given to biomed. Biomed tested the generator and unable to duplicate the problem. Biomed tested the esu; all tests passed and were within normal operating parameters. Verify correct operation of pad disconnect alarm, verify rem alarm, verify correct operation of foot switch, clean and inspect all external surfaces, check integrity of power cord and plug-repair if necessary, completed electrical safety inspection (esi). High frequency leakage current for monopolar mode tested at max setting with 200ohm load. Rf leakage reading was 85ma which is less than the acceptable limit of 150ma. High frequency leakage current for bipolar mod tested at max setting with 200ohm load. Rf leakage reading was 50ma which is less than the acceptable limit of 60ma. Qa2- qa status, device tested by biomed; no problems found, all required tests are within normal operating parameters, returned to service.